Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was affected, displaying as "high," and corrective actions were taken by administering a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge and continued with insulin therapy.